Event description:
Customer reports via phone that during an undetermined urology procedure the system fluoro and rad imaging failed. Physician completed the procedure using endoscopy. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot reported intermittent x-ray and display and found the collimator key had been placed in wrong position (by biomed) recently, and the computer was slow because of large number of files being stored there. Fse corrected the position of the collimator key and cleaned old files from the computer, and tested the system. Fse completed service checklist and returned the unit to full service.